Event description:
Customer reported via phone call, in late may he experienced high blood glucose between 350 to 400 mg/dl due the device was not resumed after being suspended. Customer stated he took a shower and suspended the device, when he attempted to continue therapy he pressed the act button and the device didn't resume. Customer was advised to ensure the black circle appeared on the device for it to resume. Customer is not returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.